Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Error history log did not record reported error. Visual evaluation found degraded air detector. Device intermittently alarms air in line when pump starts to run. The cause is the air detector, and the air detector was replaced to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device stated air in line - cassette not attaching. There was unknown patient involvement and unknown harm/adverse event reported.